Event description:
It was reported the patient stopped receiving effective therapy in (B)(6) 2014. The exact event date is unknown. An impedance check showed high impedances on multiple contacts. Reprogramming could not provide resolution. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced.